Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, when firing the clip applier, the clips were fired with "clapsed." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no further testing could be performed. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.